Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and device information. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of four leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event: product family: drg, model: mn10450-90a, batch: ab2213. Product family: drg, model: mn10450-90a, batch: ab2213. Product family: drg, model: mn10450-90a, batch: ab2213.

Event description:
It was reported the patient¿s system was explanted due to shocking sensations. Date of explant is unknown. Investigation was unable to determine which of the leads attributed to the event.